Event description:
On 04/30/2025, it was reported by a sales representative via (B)(4) that an ar-9676 instrument is worn down. Issue occurred during a case with no patient effect. Additional information from the customer states that the ar-9676 angled reamer drive shaft would not disconnect from the ar-9597-10 angled reamer sleeve.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.